Event description:
It was reported that the pt underwent a posterolateral fusion in the lumbar spine to address a grade ii spondylolisthesis using rhbmp-2/acs and local autograft. The pt reportedly awoke post-operatively with a hypersensitive pain response and numbness in the legs of unk etiology. The surgeon thought the observation might be attributable to irritation of the nerve roots, and extended the pt's hosp stay 7-10 days. The pt was treated with elavil at 12.5mg and neurontin at 900mg, and the pt's pain and numbness have ultimately resolved as of 9 weeks post-op. The pt stil has some slight ankle weakness.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.